Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The EU/ swizz complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support on day 3 patient experienced ischemia of the left leg at the impella cp position side. No perfusion and elevation of lactate, decision to remove the pump and escalate to 5.5 with aortic access. After implanted with 5.5 for about 16 days the physicians decided to withdraw the therapy because they had no other therapeutic option since the patient had a very low left ventricular ejection fraction (lvef) (5%) and an atrial septal defect that they could not treat. A definitive left ventricular assist device (lvad) was not possible because of the atrial septal defect and the patient was no candidate for a heart transplant. The death of the patient is reported under the 5.5 under a separate report.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp. Three days after start of the impella cp support, the patient developed limb ischemia (impella leg). There were no perfusion and elevation of lactate. Additionally, during the impella cp support there was bleeding at the extracorporeal membrane oxygenation (ECMO) site, but no noted intervention. The decision was made to remove the impella cp and escalate to an impella 5.5 with aortic access. When escalated to the 5.5 the patient experienced a shunt closing failure. Approximately 16 days after start of the impella 5.5 support, it was reported the placement signal was found to be unreliable. Position signal was recalibrated without repositioning of the device. The physician reported a sudden drop in the ao position signal on the aic without any changes in patient status, medicines given or ECMO flow/rpm. Aortic position signal was recalibrated without repositioning of the device. Instantly parameters improved and became similar as before the sudden change. There was no harm to the patient as a result of this event. Additionally, it was noted the patient had oeasophagic bleeding and developed sepsis. There were no advance therapy options (left ventricular assist device, heart transplant) to treat the patient. A multidisciplinary decision for withdrawal of care was made, which was completed three days later. The patient expired.

Manufacturer narrative:
An update was made to section b5 event description to include complete details regarding the events. Additional information was subsequently received and noted the following: the patient had very sick arteries, already before the implantation, the toes were blue before the puncture, and it was of course worse afterwards. The axillary artery was also way too narrow for an impella 5.5, and this is why the physician opted for direct access. The physician's decided to withdraw the therapy because they had no other therapeutic option since the patient had a very low left ventricular ejection fraction (5%) and an atrial septal defect that they could not treat. A definitive left ventricular assist device (lvad) was not possible because of the asd, and the patient was no candidate for a heart transplant. Medical safety review: medical safety reviewed the event. The pump was placed but the impella cp limb became ischemic, and this prompted pump explant and escalation to a 5.5 pump after 3 days of support. Additionally, during the impella cp support there was bleeding at the extracorporeal membrane oxygenation (ECMO) site, but no noted intervention. The patient was successfully escalated to an impella 5.5. This is a serious injury type of reportable event. While on impella 5.5 the patient had oeasophagic bleeding. It cannot be determined if the use of anticoagulant for use of the impella devices impacted/exacerbated the out of the bleeds for the patient. Following, the patient developed sepsis. There were no advance therapy options (left ventricular assist device, heart transplant) to treat the patient. Ultimately the patient expired. A multidisciplinary decision was made to withdraw care leading to the patient's demise. It is unknown how or if the impella 5.5 pump played a role involving the sepsis and given this information at hand there is not enough evidence to dissociate the impella 5.5 device from the demise outcome. Note: placement signal issue or noted drop in the aortic position signal is not association to the demise outcome. There were no changes in patient status, medicines given or ECMO flow/rpm. Related medical device reports: this impella cp device is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5, which is associated with the demise outcome.

Manufacturer narrative:
Correction: d4, e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Minor bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.